Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for urinary dysfunction/sacral nerve stim as well as gastrointestinal/pelvic floor. Consumer reported discomfort at their implant site, and the placement of the battery was interfering with their sciatica. It was reported that this began 3 months prior to the report. Consumer reported they are going to have it removed. No further complications reported/anticipated.